Event description:
In 2004, a fire erupted at the base of the surgical table. Saline irrigation had spilled on the floor during surgery and a blanket was used to prevent any slips. Water shorted out the surgical table and tripped the breaker. The engineer turned the circuit breaker back on and the fire erupted on the blanket. Blanket and power cord were burnt and power plug melted.